Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer's battery indicator was not working properly. The customer stated the indicator displayed incorrect battery life. Customer also had frequent battery changes on their insulin pump. The customer also reported condensation inside their insulin pump's screen. Customer's blood glucose was unknown. No additional information provided.